Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. It could be detected an infusion therapy which was performed with an infusion line (type: space line), a flow rate of 550ml/h and a vtbi of 500ml. The pressure level was on stage 5. The infusion started at 12:07pm at (B)(6) 2020. After 37 minutes the infusion therapy was interrupted by a pressure alarm. The infusion was restarted and 14 minutes later a pressure alarm occurred again. A restart was performed and 4 minutes later the hint "kvo active" occurred and the infusion stopped by the customer. No other abnormalities were found the complaint could not be confirmed. Regarding the device history a flow deviation could not be detected. The reason for the pressure alarm could not be clarified. A blockage on the patient side cannot be excluded. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: date: (B)(6). Therapy started: 1207hours; ended 1307hours. Medication: sodium chloride 0.9%. Route: IV. Rate: 550ml/hr. Vtbi: 500ml. Consumables: infusomat spaceline art no: 8700036sp and 3-way connector to another secondary therapy. Nurse started the infusion at 1207hours, approx. An hour later, pump alarmed kvo mode, nurse discovered approx. Half of sodium chloride was left inside the bag, which should be expected to complete by then.